Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). There was no compromised force sensor system alarm noted. The pump had a scratched display window and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 68 mg/dl at the time of incident. The customer's daughter stated that they were trying to prime when they received the alarm and they could not get out of the rewind process. The customer drank orange juice. The customer's daughter stated that the pump fell a lot. The customer's daughter was advised to disconnect from the insulin pump and revert to back-up plan. The customer's daughter was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.